Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached its end of service (eos) due to a charge circuit time out. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the charge circuit timeout alert and an alert for excessive charge time end of service (eos). Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator) and the battery indicator signifying that it the time is approaching for device replacement. Charge circuit timeout alert on (B)(6) 2013. Excessive charge time on (B)(6) 2013. This appears to have occurred during a charge formation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive.